Event description:
It was reported that the patient had syncope and went to the hospital. The device had been shocking for more than 150 times. It was also reported that the device was at elective replacement indicator. Follow-up is in progress to obtain additional information. Records indicate the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).